Manufacturer narrative:
The device was received in normal working condition. Scanning electron microscopy test was performed on the device¿s coating and no damage or break-through was found. Electrical and environmental stress tests performed on the device noted normal functionality. The device had normal telemetry; battery voltage and current were in the normal range of operation.

Event description:
It was reported that the device was explanted.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device pocket was revised due to patient discomfort. Following the revision, the patient had allergic symptoms. It was alleged that the allergic reaction was due to damage on the device during revision. The patient was stable and will continue to be monitored.